Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported the patient had surgery to move their neurostimulator to the left side and revise the tined lead. Initially, the patient reported experiencing a painful shocking sensation when their device was on. The pain would go away when the patient turned off their device. The x-ray showed the lead had migrated. The patient was doing well post-revision.

Manufacturer narrative:
Block d2b: product code: additional product code qon block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006 block d10: model number/catalog number: 1201 serial number: (B)(6) batch/lot number: al1k631002 model catalog description: tined lead kit unique identifier (UDI) #:(B)(4) UDI for concomitant product, tined lead: (B)(4) block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, the device was discarded. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of discomfort, pain, undesired sensations-stimulation-related and leads - migration was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported the patient had surgery to move their neurostimulator to the left side and revise the tined lead. Initially, the patient reported experiencing a painful shocking sensation when their device was on. The pain would go away when the patient turned off their device. The x-ray showed the lead had migrated. The patient is doing well post-revision.